Event description:
The company was informed that the patient developed an infection at the implant site. Surgery to explant the patient's device has been scheduled. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.